Manufacturer narrative:
Device evaluation: one medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found with cracked on both front corners of top case and ac receptacle also cracked on right plunger case and handwritten serial number was found on pump. Event history log review was performed and found evidence of reported problem. Visual inspection, power up process and force sensor testing were performed. The customer?s reported problem was confirmed. According to the investigation, force sensor bridge test error was found at power up, but the reading of force sensor was within the required specs. However, the investigation reported that the pump main board did not operated as intended which caused the reported problem. Investigator?s replaced the pump main board and replaced both plunger cases, top case, cable-receptor due to cracked. Replaced force sensor, position pot, worm coupling, worm gear, stepper motor, lead screw, both clutches due to normal wear. Added missing cable guard. Performed pm maintenance, calibrated the device and the device passed all functional testing. The problem source of the reported problem is normal wear (pump is over 15 years old).

Event description:
Information was received that this smiths medical medfusion 3500 pump exhibited force sensor bridge test error. No reported adverse effects or patient injury.